Event description:
Had an allergic reaction to a device I used for surgery recovery for my knee replacement. Game ready unit. I'm allergic to latex and I believe product contains latex but is not labeled properly. FDA safety report (B)(4).